Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported the patient has aggressive cholesteatoma which has required several revision surgeries. Due to extent and invasive nature of the cholesteatoma during this latest operation, the clinical decision was taken to sacrifice the implant so as to enable the required medical procedure of obliterating the middle ear so as to hopefully finally prevent re-occurrence of the cholesteatoma. Patient was successfully re-implanted on this side in the same procedure. Add'l upon previous cholesteatoma removal operations. The surgeon perceived that there may be a wire extruding from the silicone carrier. It is not clear if this is the case as it was impossible to determine a conclusive defect in situ and at all times the implant function remained normal.